Manufacturer narrative:
Concomitant medical products: 4196-88 lead implanted: (B)(6) 2012; dtba1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had a lead noise warning. The lead detection was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.